Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was in the prox lad. The lesion was not tortuous and had 95% stenosis. Calcification was severe. The lesion was predilated. The resolute onyx was implanted in the prox lad at 16 atm. The stent was post-dilated to 18atm. No device malfunction occurred or is suspected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was subsequently reported that (B)(6) changed their assessment to ¿no stent fracture¿. The site also denies the occurrence of a stent fracture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that corelab identified a stent fracture. No patient injury reported.